Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus). The aus device worked well for nine years. A revision surgery was performed to remove and replaced all components. The patient had a successful outcome following the procedure.